Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported, that balloon rupture occurred. The 90% stenosed target lesion was located in severely tortuous, and severely calcified superficial femoral artery. A 3.0mm x 150mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during second inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported. And the patient was in good condition after the procedure.